Event description:
It was reported that during a surgical procedure, the lead was frayed at the end which connects into the neurostimulator. It was noted that the physician was "really rough" with the lead and had difficulty placing it. Further info was requested.

Manufacturer narrative:
(B)(4).